Manufacturer narrative:
(B)(4). The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt had fallen and hit the pump twice. A catheter revision was done. During the revision, the physician believed that the small cover that covered the port on the pump was loose. The hcp thought that the part was damaged and the pump may have been leaking from there. He unattached the sutureless catheter connector from the catheter port on the pump. There was flow present from the catheter. The pump was replaced. The medications being delivered via the device system were morphine, clonidine, compounded baclofen and bupivacaine. The pt recovered without sequela.